Event description:
It was reported that the ilet device¿s touchscreen became unresponsive, preventing the user from unlocking the device and delivering a meal bolus despite cleaning the screen and performing a restart, and a replacement was arranged while advising backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or required medical intervention.

Manufacturer narrative:
Investigation included remote troubleshooting and verification that the device powered on and communicated with the mobile app. Investigation of this case revealed a suspected hardware touchscreen malfunction with no evidence of external damage. It was concluded that the device was nonfunctional for intended interaction and required replacement, with instructions provided to sync data, shut down the device, and return it using the supplied shipping label.